Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges false positive troponin I (tni) result with meter: a patient's tni was tested 3 times on (B)(6) 2012 and all 3 results were <0.05. The same patient was tested the morning of (B)(6) 2012 and tni result was 0.07 with meter #66078, test was repeated on a different meter and resulted <0.05. Tech placed the same device on meter #66078 and again got 0.07. Customer uses 0.05 as tni cutoff.